Manufacturer narrative:
Detailed review of lead measurements prior to the codes identified values that were all within normal range. A ventricular fibrillation (vf) episode occurred on (B)(6) 2019 that was self-terminating. No therapy was delivered, and the device operated as programmed for that episode. Following the last device counter reset on (B)(6) 2019, there were two non-sustained ventricular episodes in (B)(6) 2019 and (B)(6) 2019. In (B)(6) 2019, there were five non-sustained ventricular episodes. The last two episodes in (B)(6) 2019 had electrogram details which showed appropriate detection. All of the beats appeared physiologic with no electrogram noise identified. The onset for the last episode showed appropriate ventricular tachycardia (vt)/vf detection. The device charged and delivered a 41 joule maximum energy shock. However, the measured impedance was less than 20 ohms and a code 1004 was declared. The first shock delivery failed to terminate this spontaneous arrhythmia. When a device delivers a shock into a shorted lead condition, it will trigger activation of the device internal high voltage (hv) fuse. The hv fuse was designed to protect other circuitry, including device memory (particularly diagnostic test results), from damage that would otherwise be caused by a short circuit condition. Damage to the hv fuse causes the device to exceed its initial charge time limit of 45 seconds which triggered code 1007. The device declared end of life (eol)/battery depleted status on subsequent charge attempts with no additional shock therapies delivered. Upon receipt at our post market quality assurance laboratory, external visual inspection of the device identified no anomalies. A review of the memory log found that the battery voltage was 3.015 volts. The code 1004 was triggered on (B)(6) 2019 at 7:07 am followed by code 1007. A manual capacitor reformation was unsuccessful associated with a charge timeout of 45 seconds and code 1007. An x-ray of the device showed damage to the internal hv fuse. The damage to the fuse most likely occurred during delivery of the first 41 joule shock that resulted in the shorted lead error. Following subsequent attempts to charge, the device declared eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Only four terminal lead segments (2.5 to 3.5 cm from the terminal pin) were received at boston scientific return product department. Three out of the four segments appeared to be from a transvenous implantable cardioverter defibrillator right ventricular (rv) model #0147 defibrillation lead. Visual inspection did not reveal any damage to the lead insulation. Set screw marks were observed in the correct location on each of the lead segments. Continuity testing was performed, and no electrical shorts were identified on any of the segments. An x-ray confirmed that all lead segment conductors were intact. Although laboratory testing of the returned lead segments did not identify any evidence of damage, analysis of the full lead could not be performed. It is possible that the patient's chronic rv defibrillation lead may have had insulation abrasion damage that could have led to a shorted lead condition.

Event description:
Boston scientific received information that this patient passed away on (B)(6) 2019. A boston scientific representative performed a post-mortem device interrogation and reported on september 25, 2019 that the device had recorded code 1004 (short circuit condition was detected during shock delivery) and code 1007 (capacitor charge time exceeded the specified limit). The device battery status was also noted as depleted. The boston scientific sales representative was informed by the technical service consultant that a code 1004 is generated when a device detects an electrical short circuit condition in the shock delivery pathway. When the device subsequently attempted to deliver another charge, code 1007 was triggered because the shock capacitors were unable to charge, potentially due to a lead problem. The boston scientific sales representative requested detailed review of the device memory and laboratory testing of the device and lead system. The device and several proximal segments of the leads were returned to boston scientific.